Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that during pt use and while the battery showed charge, the platform and while the battery showed full charge, the platform after about 10 to 15 minutes paused. Customer pressed the continue button, the platform prompted to pull on the lifeband to resize, but would not continue after that. It is not known whether a user advisory as generated. The platform was turned off and the pt removed. Compressions were continued manually and pt care was not affected. However, pt expired.